Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes such as did not see good for that reason. Customer was treated with manual injection. Customer stated that the buttons are hard to push. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not allege insulin pump was under delivering. Customer also stated that the drive support cap was normal. Customer troubleshoot was performed for high blood glucose level. The insulin pump will be returned for analysis.